Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for spinal pain, chronic low back pain and lumbar radiculopathy. It was reported that the rep called stating the patient's pump was empty. The rep got called in to the emergency room (ER) today as the patient went through withdrawals and rep was going to set the pump to minimal rate. The reason the rep called was to confirm that the alarms were silenced. Technical services reviewed that he was using the 2.0 software. Technical services also walked the rep through how to silence alarm and added notes that the pump still had fentanyl in the pump internal tubing and the catheter. Additional information received from the rep indicated that the pump was still alarming despite him silencing it. Technical services walked the rep through programming to silence active alarms. The rep mentioned that the pump was still empty. Additional information received from the rep indicated that the patient initially reported the event. The patient was admitted to the ER. The rep reported that the empty pump was expected because the patient could not find a managing physician at this time. The patient's prior managing physician had his license polled and the patient had not found a physician that would take her yet and manage her pump. The rep further reported the only troubleshooting that was performed was to silence the empty pump alarm which had already been updated prior. The pump report was not showing what the last alarm event was, but the pump was still empty. The patient was not having withdrawals anymore and she was still currently trying to find a managing physician for her pump. The patient's weight at the time of the event was also provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.